Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose at school with a lowest cgm value of 66 mg/dl, which was treated with oral carbohydrates (apple or orange juice), and the caregiver indicated potential contributing factors included inconsistent school lunch intake and changing housing situations; no device malfunction was identified and available information was insufficient to characterize a specific device-related problem or component involvement. Symptoms included hypoglycemia with associated sleepiness/drowsiness and polydipsia. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.